Event description:
It was reported that this device triggered safety mode. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered safety mode. An explant was planned. No adverse patient effects were reported.